Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter (B)(4), the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. It was unknown what caused the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. It was not reported whether dianeal and extraneal therapies were ongoing. The nurse reported that the event of peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers h10l07041, h10k12043, h11d25048, h10k29039, h11a03058 and h11d12038 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.